Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer's stylus touch pen and touch screen were faulty and were unable to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reason given for the return which was "pen/screen faulty." It was however noted that the programmer would not boot up and generated an error code. It was additionally noted that the stylus and paper tray were missing, the cooling fan was noisy and some recommended updates were not yet done. The software was reconfigured, the stylus was added and calibrated, the paper tray was replaced, the cooling fan was replaced as a preventive, new software was installed, the recommended updates were performed, the log files were retrieved and the device was cleaned. It then passed its electrical safety test and all final functional and systems tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.